Manufacturer narrative:
(B)(4). Evaluation summary: a device from the same lot was received for evaluation. A visual inspection exhibited smooth and rough sides; however, it was identified that the distinction was not as great as the jarred vascu-guard products. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vascu-guard product did not look as it should. The customer stated the patch did not seem to have a smooth side. This occurred during use. There was patient involvement; however, there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The actual device was not received; however, a companion sample was returned for evaluation and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary - the visual inspection of the unused device of the same lot exhibited a rough side on each side of the device. The reported condition remains verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.